Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of his onetouch ping enhanced meter was fading. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began about 3 weeks prior to contacting lfs. The patient reported that the display had become so faint that he was unable to see the meter information. The patient informed the csr that he is on insulin pump therapy. It is not known what action, if any, the patient took in regards to his usual diabetes management regimen as a result of the alleged issue. The patient denied developing any symptoms however stated that his blood glucose was tested on another device about 2 weeks after the alleged issue began and the result of ¿18.9 mmol/l¿ was obtained. The patient claimed he self-treated with an increased bolus dose of insulin (unknown type and dose) at the time he obtained the elevated blood glucose result. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter has been returned and further evaluated by product analysis with the following findings: the meter involved with this complaint was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.